Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging a lancing device issue with the patient¿s one touch ultra delica enhanced lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged lancing device issue began at an unspecified time on (B)(6) 2014. The patient manages his diabetes with insulin (unknown type; self-adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The reporter claimed, ¿almost a week¿ after the alleged issue occurred, the patient developed symptoms of ¿shaking¿. The patient did not receive any medical treatment. At the time of troubleshooting, the cca discovered that the patient was using the incorrect lancets. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.